Manufacturer narrative:
This report is submitted on november 02, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with a new cochlear device on (B)(6) 2022.